Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "the surgeon fired off 3 clips on the cystic duct from ca090. All three clips scissored. After removing the three clips, he fired another clip and it scissored again. He no longer wanted to try our clip applier, so they opened a competitive clip applier to finish the case. I did not see the clip applier handled in the wrong fashion".

Manufacturer narrative:
Investigation summary: the event unit and five sterile samples from the same lot were returned for evaluation. Upon inspection of the sterile units, engineering determined that the units functioned properly. The clips were fired off one at a time and conformed to all specifications. Upon inspection of the event unit, engineering found that the jaws were not parallel. This damage prevented the clips from closing completely. The exact cause of the jaw misalignment is unknown. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.